Event description:
An operating room manager reported that an intraocular lens (iol) was used and removed. In a follow up phone call, a nurse reported an unplanned vitrectomy was performed, no fault of the lens. Additional info was received via telephone from the nurse who reported the eye was "too soft to support the lens." The iol was replaced with a different model lens. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 10/11/2010 and 11/02/2010 by phone, fax, and mail. Additional info was received by phone on 10/11/2010 and 10/13/2010. A completed questionnaire has not been received. (B)(4).